Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarms caused by a failed downstream sensor. The failed downstream sensor and pusher were replaced.